Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported the patient was hospitalized for other indications and while hospitalized the patient was diagnosed with peritonitis " a week after being admitted to the hospital". The cause of the peritonitis was thought to be related to the hospitalization; however this was not medically confirmed, therefore the cause was unknown. On an unknown date the patient was treated with an unknown intraperitoneal antibiotic, daily (duration unknown). The patient was discharged on an unreported date and was recovered from this peritonitis event "about two weeks ago". Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.